Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. Visual inspection of the returned lens shows the product is damaged and incomplete, most probably due as product was prepared for use. It can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Also it can be seen that the surface of the optic body is covered with dry healon and there was a haptic missing. Investigation and the condition of the returned lens do not suggest the damage was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling and prior to the intraocular lens (iol) insertion, there was contamination. Further information was provided, where it was stated that the lens was changed because the previous lens was contaminated and unable to insert into the eye. There was no patient contact and no harm to the patient. No further information was provided.

Manufacturer narrative:
Additional information was received. Customer now reports that the intraocular lens fell off the field accidentally and became contaminated. Therefore, there is no allegation against the product and the event is no longer reportable. No further information will be provided under this MDR number 9614546-2019-00110. The following has been updated accordingly: patient code: 2645. Device code: 2993. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.